Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however a companion sample from the same lot was returned from the distribution center for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported that the pt line became disconnected during treatment. The pt was asleep and upon waking up, saw that the catheter was exposed. Pt had no ill effects. The actual sample is not available. The initial lot number at the time of the report was not known. Distribution records were reviewed to identify potential lots of this product shipped to the customer one month prior to the date of reported product issue. Companion samples of the same lot number are available.